Event description:
Additional information was received that the right ventricular (rv) lead capped and replaced to resolve the event.

Event description:
During an in-clinic follow-up, noise that led to oversensing was detected on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.